Manufacturer narrative:
H3: the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Event description:
As reported, surgeon lost control of the power tool during reaming process causing the reamer tip to bend within the glenoid and snap off. The event is not associated with the revision of exactech implants. The event is related to the breakage of the device. Fragments, parts or pieces fell into the patient and were not removed. The surgeon was unable to remove the broken reamer tip. Surgeon took an x-ray to ensure the metal tip was within bone and not soft tissue. The event led to a 15-30 min surgical delay to attempt to remove the part and take an x-ray. Patient was last known to be in stable condition following the event. No patient/medical information provided. Unable to obtain images or x-rays. Product available for return.